Event description:
On 18-dec-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that his infusion set's tubing had detached from the tubing connector. Reportedly, he noticed on the same box that there was moisture around the tubing connector. The site location was left side of his abdomen and the pump was in his pocket. The infusion had been in use for a day and they were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that his infusion set's tubing had detached from the tubing connector. Reportedly, he noticed on the same box that there was moisture around the tubing connector. The site location was left side of his abdomen and the pump was in his pocket. The infusion had been in use for a day and they were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.